Event description:
It was reported that patient's battery depleted prematurely. Product has been requested to undergo product analysis. Downloaded tablet data for the generator was reviewed. The device was explanted but has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The product had undergone product analysis testing. It was discovered the returned generator was in an unknown latch condition resulting in an end of service (eos)=yes condition. Suspect the unknown latch condition resulting in the eos=yes condition unlatched when the generator reached eos, therapy would have been disabled. The cause for the unknown latch condition could not be determined. No other relevant information has been received to date.

Manufacturer narrative:
F10. Adverse event problem codes; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
The product was received by the manufacturer. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
A previous investigation regarding similar events as to the on described in this report was finished in which the likely root cause was identified. No other relevant information has been received to date.